Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) surgery of distal radius fracture. During the surgery, while the surgeon initially bent the variable-angle locking compression plate (va-lcp) using a flat-nose pliers to fit for patient's anatomy to achieve the ideal result, the surgeon noticed a small crack. However, after excessive force was applied by the surgeon, the edge of the plate snapped off. The procedure was successfully completed by using another implant to reduce and stabilize fracture. There was ten (10) minutes surgical delay. Patient status is unknown. Concomitant device reported: pliers (part# 347.901, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va-lcp distal radius l-plate. This is report 1 of 1 for complaint (B)(4).